Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the tip of the sheath was allegedly peeled off and bent. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation. The result of the investigation is confirmed for the material deformation issue. The returned device exhibited a squashed sheath tip. The dilator tip was split in 4 locations. Solidified blood and yellow residue was present on the sheath and dilator. The result of the investigation is unconfirmed for the reported unraveled material issue. The returned sheath and dilator did not display the unraveled material issue. The root cause for the reported material deformation and unraveled material issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: indication for use: the halo one thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one thin-walled guiding sheath is not indicated for use in the neuro vasculature or the coronary vasculature. Warnings: 6. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. 10. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. 11. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions: 1. The halo one thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and / or ultrasound. 4. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 9. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. 10. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 20. If resistance is felt during post-procedure withdrawal of the procedural device, it is recommended to remove the procedural device, guidewire, and sheath as a single unit directions for use: halo one thin-walled guiding sheath preparation 1. Verify the french size is suitable for the procedure and can accommodate the required procedural devices as labeled. Remove sheath and dilator from package. Use of the halo one thin-walled guiding sheath. 6. Identify the insertion site, including but not limited to radial, femoral, popliteal, tibial, or pedal access sites and prepare the site using proper aseptic technique and local anesthesia as required. 7. At the operator¿s discretion, make a small skin incision at the puncture site with a surgical scalpel. Recommended for scar tissue at the access site. 8. Backload the distal tip of the halo one thin-walled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. 9. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) 10. Carefully advance the dilator and the sheath over the wire to the site required within vessel. The radiopaque marker identifies the sheath tip location under fluoroscopy. 11. Disconnect the dilator hub from the valve by bending to the side to unsnap from the valve cap. Remove the dilator slowly while holding the sheath in place and ensuring the guidewire remains in place as required. 12. Load the procedural device over the pre-positioned guidewire. 13. Advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site while maintaining the sheath position. 14. Position the procedural device relative to the lesion to be treated ensuring the active mechanism portion of the procedural device is not within the sheath. 15. Following use ensure the procedural device is fully deactivated before carefully withdrawing the procedural device through the sheath while maintaining the sheath position. 16. After the procedure is completed insert the dilator over the wire into the sheath 17. Slowly withdraw the sheath and dilator as a unit and then remove the guide wire. D4 (expiry date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the tip of the sheath was allegedly peeled off and bent. There was no reported patient injury.